Event description:
According to the reporter during the open reduction and internal fixation for right tibial plateau fracture, right tibial mid-distal fracture and right fibular fracture, along with bone grafting and open reduction and internal fixation with a clavicular hook plate for left clavicle acromial end fracture, while suturing the fibularis brevis muscle during the second stitch, needle and thread detachment occurred. The circulating nurse immediately search the dropped suture needle in the patient cavity temporarily pausing the surgery. The needle was then successfully retrieved after 8 minutes of searching. The suture was replaced with a new one from another brand to continue the surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the open reduction and internal fixation for right tibial plateau fracture, right tibial mid-distal fracture, and right fibular fracture, along with bone grafting and open reduction and internal fixation with a clavicular hook plate for left clavicle acromial end fracture, while suturing the fibularis brevis muscle during the second stitch, needle and thread detachment occurred. The circulating nurse immediately search the dropped suture needle in the patient cavity temporarily pausing the surgery. The needle was then successfully retrieved after 8 minutes of searching. The suture was replaced with a new one from another brand to continue the surgery. There was no patient injury.